Event description:
It was reported that during a vats lobectomy procedure, the device partially fired and locked out with three reloads. The device got stuck in the patient. When they went to open the jaws of the device, the reload fell inside the patient. The cartridge separated from the metal pan and popped out of the jaws of the device. The decision was made to open the patient to retrieve the cartridge. Once open, the procedure was completed with a new device. There was no impact to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.